Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, after resecting the stomach and while replacing the pre-set reload of the device, a part of the reload disengaged. The handle was not used any further. There was no patient injury.

Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of a device. The visual inspection of the cartridge noted that the cartridge cover was disengaged. The cartridge cover was returned to its proper position for functional testing. The sulu (single use loading unit) and the returned instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, after resecting the stomach and while replacing the pre-set reload of the device, a part of the reload disengaged. The handle was not used any further and a new device was used to complete the case. There was no patient injury.